Event description:
It was reported that the transducers are constantly having to be readjusted during a patient¿s hemodialysis treatment. Upon follow up, it was reported that the transducer feels brittle. It was also reported that the transducers get wet and cause a transmembrane pressure (tmp) alarm during the patient¿s treatments. The clinic has had no patient serious injury, adverse event, or medical intervention due to the event. There is no sample available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.